Event description:
It was reported that the patient with this advancexp sling still experienced leakage post implant. An artificial urinary sphincter (aus) was implanted. There were no additional patient complications.

Event description:
It was reported that the patient with this advancexp sling still experienced leakage post implant. An artificial urinary sphincter (aus) was implanted. There were no additional patient complications.

Event description:
It was reported that the patient with this advancexp sling still experienced leakage post implant. An artificial urinary sphincter (aus) was implanted. There were no additional patient complications.